Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the plunger was in a fully advanced position and the cartridge was correctly engaged into lower body of the pcb00 device. The intraocular lens (iol) was returned out of the device. Loose particles and scratches were observed on the lens surface. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) did not come out of the shooter correctly and the doctor noticed that the lens had a possible scratch. Reportedly, the lens came into contact with the patient's eye. No vitrectomy was performed and no patient harm was reported. The doctor chose to implant another lens, model and diopter not provided. No further information was provided.